Event description:
It was reported that the patient presented for a follow-up in clinic with the skin of the device pocket appearing swollen and red. The right atrial (ra) lead had a slight vegetation, and it was explanted due to infection. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.